Manufacturer narrative:
Legal manufacturer: hcs horten - strandpromenaden 45 norway horten vestfold, n-3183. Patient information has been requested. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
Following an intraoperative transesophageal echocardiogram, the patient developed a gastrointestinal bleed almost immediately after surgery, despite having no prior gi history. The patient became hypotensive and required multiple blood transfusions in the ICU before ultimately undergoing a gastric artery embolization in interventional radiology. The source of the bleed was identified at the gastroesophageal junction. No issues with the probe were reported.